Event description:
Pacing/sensing impedances are greater than 3000 ohms. This lead remains implanted.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was capped and replaced on (B)(6) 2017. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.